Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump was too slow at delivering insulin. The customer stated that she had gone to bed with high blood glucose and put in 2.5 units after about 3 hours. The blood glucose reading rose from 246 to 319 mg/dl, so she treated with a manual injection of 2 units. She complained of headache. Upon troubleshooting, the insulin pump passed the high pressure and self tests and was deemed to be working as designed. The infusion set cannula was neither found to be bent nor occluded. She was advised to change the entire infusion set, reservoir and insulin. The customer later stated that the insulin pump passed all testing and believed that the cannula may have been occluded with blood or tissue. The insulin pump was compared with a test pump and both speeds were the same. She stated that the insulin pump was under delivering and requested its replacement due to high blood glucose levels. The most recent blood glucose reading was 137 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.